Event description:
Approximately two years after receiving two cypher stents, the patient had thrombosis.

Manufacturer narrative:
The target lesion was in the proximal to mid left anterior descending (lad). For the proximal lad, the vessel was de-novo, eccentric, bifurcated and calcified. Aha/acc classification of the vessel was type b2. The lesion length was 20mm and vessel diameter was 2.8mm. For the mid lad, the vessel was de-novo, eccentric and a flexion lesion. Aha/acc classification of the vessel was type b2. The lesion length was 20mm and vessel diameter was 2.5mm. The procedure was an elective case. Pre-dilation and conducted with a 2.5 x 20mm balloon at 16atm for 30 seconds. A 2.5 x 28mm cypher stent was implanted at 24atm for 30 seconds at the mid lad. Another 2.5 x 28mm cypher stent was implanted at 24atm for 30 seconds at the proximal lad. The two stents were overlapping each other. Post-dilation was conducted with a 2.75 x 12mm balloon at 26atm for 30 seconds. Ivus was not conducted. The residual % of stenosis was 25% for both lesions. Timi flow was 2 before the procedure and 3 after the procedure at the mid lad. Timi flow was 3 before the procedure and 3 after the procedure at the proximal lad. Act was not measured. Almost two years later, the patient complained of chest pain and developed acute myocardial infarction. He was brought to the hospital as an emergency. Coronary angiography was conducted and thrombus was observed in the 1st cypher stent at the mid lad. To treat the thrombus, balloon angioplasty was conducted. A 3.0 x 15mm driver stent was implanted into the 1st cypher stent. Physician indicated that the possible cause of the thrombotic event was because ticlopidine hydrochloride was stopped. This device is distributed outside the united states ; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.